Manufacturer narrative:
Result (other) - spring spacer.

Event description:
It was reported by service report that the side rail could not be locked in the upright position. No patient involvement or adverse consequences are reported.